Manufacturer narrative:
(B)(4) - use after expiration. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for device expiration issue reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: note the product use by date.

Event description:
It was reported that the 3.0x8 mm xience v stent was implanted after its expiration date. The stent with an expiration date of march 29, 2014 was implanted on (B)(6) 2014. There were no procedural issues reported during use of the device. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.